Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced, a filament calibration was performed and the system was backed up. The system was tested and found to be working as intended and returned to service.